Event description:
It was reported that the patient fell and has dislocated hip three times now, right hip was relocated each time. Revision surgery was performed to change liner and femoral head.

Manufacturer narrative:
The associated oxinium femoral head and r3 xlpe acetabular liner were not returned for evaluation. Therefore, no product analysis could be performed. However, device details were provided. Thus, our investigation including the manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batches which did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.